Event description:
It was reported that there was a perforation of the right ventricular (rv) lead and the patient experienced a pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.